Manufacturer narrative:
One accustick six french sheath was received, evaluated and retained by this MFR. The radiopaque marker was not returned for evaluation. The engineering evaluation indicated the distal tip of the sheath appeared somewhat deformed which was attributed to interaction with a guidewire. Crimp marks were located on the sheath indicating the original site of the radiopaque marker. Without the radiopaque marker an appropriate assessment of the crimp indentations could not be performed.

Event description:
It was reported the radiopaque marker detached from the introducer sheath into the patient's biliary system during entry for a biliary drainage procedure. Retrieval of the detached marker utilizing a snare was uneventful, the procedure was successfully completed with this unit without patient complications. This device has not been returned for evaluation. Therfore, no failure analysis is avaialble. Patient anatomy and/or user technique may have been contributing factors to this event. However, without evaluating the device co is unable to determine the exact cause for this event.